Event description:
The event involved a chemosafelock vial adapter where it was reported there was white lint-like foreign matter. Terumo¿s comments: one piece of actual sample was returned with the cap attached. The package was also returned. The spike part was checked after cap removed. A fiber-like foreign matter was confirmed 1.1cm away from the spike tip. It is dark blue in color and measures approximately 1.3mm. Ftir was performed on the found foreign matter, wherein it was presumed to be polypropylene. The event occurred during preparation. The event was detected prior to direct patient use. Drug preparation was the type of procedure. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. There was no patient involvement and no patient harm.

Manufacturer narrative:
A series of photos were shared by customer, where a small lint on the spike base is observed, the rest of the photos show the lot and item information. One unused sample item #kl-va001u3 was returned for evaluation, as received the fiber was found over the spike's clips, no over the spike tip. This is a rejectable condition according procedure. Complaint of particulate matter can be confirmed, the probable cause was due to a gowning error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.